Event description:
Patient had mediport venous access port implanted via fluoroscopic guidance for chemotherapy use early this year. Patient complained of "pooling" and left arm pain with port use. A fluoroscopic check was done with the following findings: there is a site of extravasation of contrast from the port line near the site of insertion into the left subclavian vein with reflux of contrast into the left jugular vein as well as passage of contrast into the subclavian vein at that site. Surgeon took the patient to the operating room for removal/replacement of the port. Per surgeon's note: "when the port pocket was entered, it was immediately apparent that the catheter had become completely transected and separate from the port itself. Fluoroscopy confirmed that the catheter had migrated distally into her venous system requiring vascular surgery intervention for removal." Mediport replaced successfully in right internal jugular (ij) position during the same procedure. Additional comments per surgeon's note: "patient's anatomy was quite challenging given her size and lack of suitable space between her clavicle, breast and shoulder. I suspect there were considerable forces on the port and hub. Since the catheter had migrated into her venous system, the transection must have occurred during the week between the port study and the procedure. Otherwise, I would have been able to grab the catheter and remove if it occurred during the exposure of the port. She will not have any consequence from the vascular extraction. I replaced her port in her ij to hopefully avoid future issues.